Event description:
It was reported that during implant of the right ventricular (rv) lead it was not possible to introduce the stylet to reposition the rv lead. Therefore the rv lead was removed and replaced with a new lead. It was also reported that during implant of the right atrium (ra) lead measurements were unacceptable and after several repositioning attempts, it was not possible to fixate the helix. Therefore the ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the full lead was returned and analyzed. Analysis revealed that the distal conductor was distorted and had a fracture (overstress). There was blood in/on the helix/lobe mechanism. There was apparent implant damage. The lead was received with the helix fully retracted. The distal conductor had been over-retracted and fractured in the connector. (B)(4) - the full lead was returned and analyzed. Analysis revealed that the lead was stretched. The inner insulation was kinked and buckled. There was blood in/on the helix mechanism. There was apparent implant damage. The lead was returned stretched and the inner insulation buckled, which prevents the helix from extending and retracting properly.